Event description:
On (B)(6) 2025 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 1/20/25. The user reported being on the ground and required assistance from someone to bring him food. He treated the low with snack cakes, peeps, and sugar water and did not require medical intervention. The lowest recorded blood glucose (bg) level of 45 mg/dl. On (B)(6) 2025, during follow-up, he stated he attributed the event to multiple dexcom g7 continuous glucose monitor (cgm) issues. He has been off his insulin pump while waiting for replacement dexcom g7 sensors.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.